Event description:
New information received notes that the ventricular oversensing issue was discovered via remote monitoring and that the source of the oversensing was large t-waves.

Event description:
It was reported that the patient presented with ventricular oversensing noted on their insertable cardiac monitor (icm). Programming changes were made to address the issue. The patient was in stable condition.